Event description:
It was reported that the patient had the lead of their implantable neurostimulator (ins) repositioned in (B)(6) 2011. The lead was moved to the left side, where the patient received more stim on her right and has no pain. The ins was reprogrammed and the patient's outcome was noted as "doing better." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Programmer model 37743, serial # (B)(4); lead model 39286-65, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; recharger model 37752, serial # (B)(4).